Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: "silicone leak with capsules full of silicone around the devices and lymph nodes under the arms.¿

Event description:
Patient reported left side "silicone leak with capsules full of silicone around the devices, and lymph nodes under the arms" and "swollen and hard breasts." Patient ¿is not feeling well at all¿ and has "anxiety as devices were part of the recall." Device remains implanted.